Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump failed to boot up once installing aa battery, blank display noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Test p-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor (corroded home switch), and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, battery cap contact missing, and pillowing keypad overlay. Critical pump error (open book image) was not confirmed during testing due to blank display. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Battery cap contact missing was noted during visual inspection. Blank display was confirmed during testing due to moisture damage on the electronic assembly (the j7 connector). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-aa99-critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.